Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: after the sixth firing, the device could not be removed from tissue. The device was removed eventually, but the vessel was slightly torn. The staff used another device to continue the case. The vessel stopped bleeding and the bleeding that occurred was under 200cc. Nothing fell into the pt cavity. Tissue was damaged. Operative time was not extended more than 30 minutes and no pt info available.

Manufacturer narrative:
(B)(4).